Event description:
The physician stated that the pt who was initially treated at another institution presented with an unrecognized enterotomy and fistula following abdominal wall reconstruction with ptfe. The old mesh was removed and the edematous bowel required open abdomen repair with permacol bridging the defect. Wet to dry dressings were used to keep the area moist. However, the pt developed postoperative aspergillus and pseudomonas infection and the wound was debrided. At this time antiobiotic coverage was provided with tobramycin. Between two and three weeks later granulation tissue was evident but the permacol was breaking down in the middle portion. The pt had a coughing fit and eviscerated. Further surgery is planned.